Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained right ventricular oversensing was observed on the implantable cardioverter defibrillator. The patient was stable. Further information was requested but not available at this time.

Event description:
New information notes programming changes were made following the event. The patient was stable.

Manufacturer narrative:
Additional information: weight.

Event description:
New information on weight.